Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on december 9, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital in (B)(6). The complaint alleges that the filter is tilted and has caused perforation. The complaint specifically alleges ¿one perforated ivc filter strut contacts the l2-2 disc and that plaintiff is at increased risk for future complications, such as filter failure, progressive perforation, migration, fracture, embolization, thrombosis, and death.¿ argon¿s attorneys are attempting to gather additional information.